Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 2. (B)(4).

Event description:
Reporter stated that customer received the following results on 2 different meters within 1 minute: 12.7 mmol/l (mobile system 1) and 3.9 mmol/l (mobile system 2). The same strip lot was used for each test. No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.